Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen (shaft). The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material and located 2mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.